Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer stated the device does not consistently pass operational check. No report of pt involvement.